Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log files did not capture any low flow alarms and a direct cause for the reported low flow alarms could not be conclusively determined through this evaluation. A direct relationship between the device and the reported syncope also could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2010 to (B)(6) 2020. The pump was set to a fixed speed of 5100 rpm and operated at or above the low speed limit of 4800 rpm for the duration of the log file. Flow ranged from 3.1 lpm to 5.1 lpm. The log files appeared to capture the pump operating as intended. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on vad support with no further issues reported. The IFU provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been seen and admitted numerous times for syncope and falls with no determined source. The patient endorsed frequent low flow alarms despite normo-tension and normal sinus rhythm. The site sent log files to the manufacturer for review to assess for an outflow graft compression or obstruction. The log files captured multiple pulsatility index events.